Event description:
Report alleges in 1996, the pt developed chronic lymphocytic leukemia and her mammogram revealed capsular formation and the right implant had ruptured. At the time of explanation, both implants were found to be ruptured.